Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated buttons were unresponsive as it was taking time, few seconds of latency. Customer stated they had multiple pump error alarm. Customer stated they were successfully able to clear and rewind the process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.